Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level of 600 mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent injury. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.